Manufacturer narrative:
The device was evaluated by an approved service provider. The customer's report was observed during initial testing. However, after re-assembling the analog board connections, the report was no longer seen. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.